Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump turned off. The customer¿s blood glucose was unknown. The customer called and stated that the insulin pump started saying change battery and then it was dead. The customer was advised to call with insulin pump in hand to be able to better troubleshooting. The insulin pump will not be returned for analysis.